Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the failed hardware and drawer cannot open. A field service engineer removed back panel and clear the med pocket which blocks the sensor to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed hardware. Customer confirmed that they are using other pyxis to find the medication for patients and there was no harm or delay to the patient. There were no adverse events or injuries reported based on this event.